Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Manufacturer narrative:
No device components were received for analysis. Photograph(s) provided to assist with investigation. From the provided photo, it can be seen that the screw thread appears to be dark colored. This is not assumed to be a failure. The device because it was left in situ, so investigation could not be performed, however, there is no indication that a failure occurred. It is known that the zrn surface coating oxidates to form zrox. The zrox is darker in color and can be mistaken for lack of as coating. Zrox has been tested to verify wear properties and biocompatibility. There is no indication for a manufacturing error or material defect. It is assumed there is no failure of the product. There are no other complaints on file for this issue. The risk analysis describes that the color change of the as zrn coating is a result of oxidation. This is proven not to affect the wear properties; no action is required.

Event description:
Country of complaint: (B)(6). Abrasion/spalling of the as coating of enduro-rotating axis after joining.